Event description:
New information received notes that the lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. The reported event of lead fracture was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can which breached the all the lumens at the proximal region of the lead. The etfe cable coating of one nonfunctional cable and ptfe liner of the inner coil was abraded in this location. It was probable that conductor exposure caused by the lead to can abrasion may have caused or contributed the reported inappropriate shock.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up after the inappropriate shock was delivered by the right ventricular lead. It was determined that inappropriate therapy was the result of lead fracture which was attributed to the patient's active lifestyle. Tachycardia therapy was disabled via programming. The patient was in stable condition.